Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital after experiencing a syncopal episode. Review of the ICD data indicated that therapy had not been delivered. Due to the patient's condition, they were put through a magnetic resonance imaging (MRI) which is against labeling with this particular ICD. The ICD was checked after the MRI and noted to be operating fine. Troubleshooting into why the ICD did not deliver therapy is ongoing. The ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.